Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele, enterocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a exploratory laparotomy (post operative diagnosis: intestinal adhesions, gallstone in neck of gallbladder and trigonitis performed during mesh implantation. It was reported that following insertion patient experienced pain, dyspareunia, vaginal scarring and urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/02/2017.